Event description:
It was reported by the sales rep that during a mini avr with placement of the pr9, the physician,who is well versed in the use of our device, was placing the device in the usual fashion, following the IFU's. We were using fluoroscopy and tee. They had the pressure lines connected and calibrated during placement and the 5000u of heparin was given prior to placement. During placement the device appeared to be in a side branch of the cs so the physician pulled the device back and flexed the tip of the catheter and then advanced the device. Everything appeared to move very easily with no resistance. It appears to move into the main branch of the cs but was hard to visualize on tee. The imaging on this patient was difficult and we relied heavily on fluoro. The physician inflated the balloon to 1.4cc and we did not get a tracing. We had no rv tracing either. We were suspecting a large cs so we decided to give some dye and see how much dye was leaking around the balloon. Observing the dye shot it was noted that we were in the right ventricle, with rapid diffusion of the dye. We quickly noticed some dye around the base of the heart and observed on tee an effusion around the heart. The surgeon was called as the patient was starting to tamponade. The patient had a full sternotomy and was revived. The device was retained by the hospital and it was requested to be released to edwards when pathology is finished

Manufacturer narrative:
The device was evaluated upon return from the customer. The device was found to have no defect and found to perform to specification. The event was presented by the edwards sales representative. No device malfunction is indicted in the report and the events reported are included in the labeling. No actions are needed at this time. For complaints/reports of injury without a product problem, it¿s important to show that the type of event is a known potential complication or adverse event, is included in the labeling/training materials, and in the information we provide to help avoid the issue. All labeling and training appropriately address the risk. Manufacturing records were reviewed and there were no associated non conformances. Trends will continue to be monitored through the use of edwards quality systems.

Manufacturer narrative:
The device evaluation is anticipated upon product return from the customer.